Event description:
It was reported that the user experienced a low glucose alert with a blood glucose value of 69 mg/dl and self-treated with multiple carbohydrate sources, which led to subsequent hyperglycemia up to 270 mg/dl before the ilet system reduced glucose back into range. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included transient glucose excursions without medical intervention or hospitalization. Investigation included user education on hypoglycemia treatment, specifically the 15-15 protocol and avoiding overtreatment to prevent rebound hyperglycemia. Investigation of this case revealed user-related overtreatment of hypoglycemia, with the device functioning as intended to correct the resultant hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia leading to overcorrection, not a device malfunction.